Manufacturer narrative:
This report is filed october 22, 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced poor performance with device use. An x-ray (date not reported) revealed that the tip of the electrode array was folded over in the cochlea. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.